Event description:
An rh discrepancy was reported for a sample from an a, rh negative patient on the galileo. The galileo reported the sample as rh positive on the weak d confirmation assay. Manual tube testing results were rh negative. The same sample tube rerun on the galileo the next day and typed as rh negative in weak d testing.

Manufacturer narrative:
Images of the test plates were downloaded from the instrument and reviewed. The original sample appears to be rh positive as the instrument reported. The image from the repeat testing on the sample appears to be rh negative as the instrument reported. Hemagglutination tube testing was performed with retention anti-d (monoclonal blend) series 4, using red cells of various rh phenotypes, including weak d cells. All results were as expected. The customer returned the original sample for investigation testing. Weak d testing was performed on an in-house galileo using the customer's sample, and tested as weak d negative. There was no tranfusion of incompatible blood based on these results.